Event description:
Defibrillator machine/paddles would not discharge when needed during case. Connections at the machine and at the pigtail were checked. Display on defibrillator read "connect paddles" even though paddles were checked. A second pigtail replaced the first one used and the paddles/machine discharged fine.